Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to grade 1 (one) perforation and side filter strut compressed and broken. The filter possesses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, and increased risk of migration and fracture which can result in severe pain and life-threatening complications. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. According to the medical records the indication for the filter implant was left lower extremity (lle) deep vein thrombosis (dvt) with suspected may-thurner syndrome. The day prior to the index procedure, the patient underwent an attempt to place an optease filter via the left popliteal vein. A venogram via the left popliteal vein access with the patient in prone position. After negotiating a glidewire through the iliac occlusion, a 6 french 90 cm brite tipped sheath was used to advance across the iliac occlusion in preparation for deployment of an optease filter through this. The sheath was successfully negotiated across here and then the optease filter was positioned appropriately within the sheath and the dilator of the sheath used to advance this as no original long optease filter was available for use (antecubital model). This could be advanced up to the iliac position but then with the curvature of the sheath, the distal tine on the trapezoidal portion of the optease kept catching. This could not be subsequent negotiated despite multiple maneuvers. The procedure was terminated as this would have required repositioning the patient in supine position with placement of a filter through the right groin and then new access gained or maintaining a contaminated access in the popliteal fossa. (B)(4) was generated for this event. The following day, the patient underwent placement of the vena caval filter via a right common femoral access using ultrasound thoracoscopy guidance. Both groins were prepped and draped in the usual aseptic fashion. The common femoral vein was punctured, followed by placement of a sheath and the optease filter and dilator combination, which was advanced in the terminal vena cava. Venography demonstrated appropriated position of the renal veins and the filter was subsequently deployed without incident. Following placement of the filter the patient underwent successful re-establishment of patency with balloon angioplasty and secondary stenting as well as lytic infusion. The optease filter was left in place for protection. There were no immediate complications. About a month after the filter was implanted, the patient had a pelvic ultrasound for postmenopausal bleeding. No abnormalities were identified. Approximately two years and six months post implant, the patient underwent an abdominal computed tomography (CT) scan indicated for abdominal pain. Results of the scan noted an infrarenal inferior vena cava (ivc) filter, a stent in the left common iliac vein and thrombus within the right common and external iliac veins, in addition to severe changes of degenerative disc disease of the lower thoracic and lumbar spine and a renal cyst or lesion in the left kidney. Another CT scan performed two days later noted a small amount of dense contrast material and a gas bubble in the right groin soft tissues anterior to the right common femoral vein. This could represent a tiny hematoma; most likely related to the puncture site for a recent interventional vascular procedure. There was a tiny amount of low-density free fluid in the pelvis adjacent to the rectum. Approximately two years and nine months post implant, the patient had an abdominal CT scan to evaluate the renal mass. No gross renal mass was noted. A CT scan of the abdomen was repeated to assess the renal neoplasm; again, no renal mass was observed, a minimal ventral hernia with no bowel involvement was noted. The CT scan was repeated four months later, and no changes were noted. The hypodense area in the midpole likely represent a prominent column of bertin. About eight years and eleven months post implant, an abdominal ultrasound was performed for pain. Results noted sludge in the gallbladder. Additionally, results of an abdominal and pelvis CT scan performed for abdominal pain nine months later reported moderate diverticulosis, small hiatal hernia, cholelithiasis, bilateral iliac stents possibly thrombosis and coronary artery disease. Two months later, another abdominal ultrasound was performed due to the history of pain. Cholelithiasis was noted with no other abnormalities. The dicom images were reviewed. The images correspond with the dictated exam reports that were provided in the medical record attachment. No further information can be gleaned from the images. According to the information received in the patient profile form (ppf), the patient reports grade 1 perforation of filter struts outside the ivc and fractured filter struts retained in the ivc, becoming aware of these events approximately twelve years and six months after the filter implantation. The patient also reports requiring constant medical monitoring and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused grade 1 (one) perforation and side filter strut compressed and broken. The patient reported becoming aware of the events approximately twelve years and six months post implant. The patient also reported anxiety related to the filter. According to the medical record the indication for the filter implant was left lower extremity (lle) deep vein thrombosis (dvt) with suspected may-thurner syndrome. The day prior to the actual filter implant an attempt was made to place an optease filter was made via the left popliteal vein. The attempt failed as the patient was in the prone position, the access point was the left popliteal vein and after negotiating a sheath through an iliac occlusion the filter was advanced up to the iliac position but with the curvature of the sheath the tine of the trapezoidal portion of the filter kept catching and could not be completely delivered to the intended site for deployment. It was noted that the facility did not have the long optease, antecubital model, available for use. The procedure was subsequently terminated as this would have required repositioning the patient in supine position with placement of a filter through the right groin and then new access gained or maintaining a contaminated access in the popliteal fossa. The following day the patient underwent placement of an optease filter via the right common femoral vein after venography demonstrated the appropriate position of the renal veins. The patient was then turned to the prone position and via access of the left popliteal vein with a microwire kit, power pulse lytic infusion with an angiojet was performed on the left common femoral, external iliac and common femoral veins. Followed by angioplasty with a 10 mm balloon, secondary stenting in the common iliac vein and terminal venal caval position with a 14 x 60 protege stent and more proximally down toward the femoral position with a 12 x 40 protege stent due to ongoing stenosis in both positions. Subsequent ballooning was performed with a 10 x 40 opti pro, after this there was brisk flow seen from the level of injection of the popliteal all the way up through the common femoral, external iliac and common femoral venous structures. Again, the final shunt was performed demonstrating brisk flow, with no evidence of significant thrombus within the optease, but this was left in place for protection. There were no immediate complications. Approximately two years and six months post implant, the patient underwent an abdominal computed tomography (CT) scan indicated for abdominal pain. Results of the scan noted an infrarenal inferior vena cava (ivc) filter, a stent in the left common iliac vein and thrombus within the right common and external iliac veins, in addition to severe changes of degenerative disc disease of the lower thoracic and lumbar spine and a renal cyst or lesion in the left kidney. Another CT scan performed two days later noted a small amount of dense contrast material and a gas bubble in the right groin soft tissues anterior to the right common femoral vein. This could represent a tiny hematoma; most likely related to the puncture site for a recent interventional vascular procedure. There was a tiny amount of low-density free fluid in the pelvis adjacent to the rectum. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. The difficulty the customer encountered while attempting to deliver the first filter could not be further clarified. The optease vena cava filter is intended to be placed from either femoral, jugular or antecubital access sites. Review of the information provided suggests that user factors may have contributed to the difficulty encountered by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.